Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument and completed the failure analysis investigation. The instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.036" offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. The reported complaint was confirmed based on the failure analysis testing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument exhibited a clipping failure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the surgeon attempted to clip resulting in decreasing life indicator. The instrument was inspected with no noted damage. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The clip became dislodged and fell into the patient. The clip was retrieved during the same procedure. Medium-large hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU).

Manufacturer narrative:
Failure analysis found the primary failure of bent grips to be related to the customer reported complaint. The other medium-large clip applier instrument was found to have a bent grip, and the tip does not align with the other grip. The grips do not show cracking damage. Components adjacent to this bent grip showed damage. Common causes of the failure mode bent instrument grips -tips are attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
Refer to h10/h11 for follow-up information.